Event description:
The customer reported an infection at the sensor insertion site that required treatment by her doctor. The customer stated that she prepares the site with alcohol spray, no lotion. The customer discarded the sensors that she got infections with. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.